Event description:
Pt admitted for outpatient, elective cardioversion for atrial fibrillation on (B) (6) 2010. Pt underwent -3- unsuccessful attempts at 200j with the biphasic zoll defibrillator -m series-. Pt was readmitted for outpatient, elective cardioversion on (B) (6). Pt was successfully cardioverted to normal sinus rhythm at 200j with the lifepak defibrillator.